Manufacturer narrative:
Follow-up # 1 ¿ (01/15/2015). The patient¿s meter has been returned on 12/10/2014 and evaluated by lifescan product analysis on 1/6/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/28/2015). The patient¿s test strips have been returned on 2/3/2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a pharmacist contacted lifescan (lfs) (B)(4) on behalf of a patient alleging that the patient¿s onetouch veriopro meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist reported that the alleged inaccuracy began at an unknown time on (B)(4) 2014. On this date the patient obtained a blood glucose result of ¿32.5mmol/l¿ on the subject meter and ¿16.5mmol/l¿ on another meter, performed within 30 minutes of one another. The patient regulates their diabetes by self-adjusting their insulin intake, and it is not known if they had made any changes to their routine prior to the alleged inaccuracy. It was noted that the patient was ¿feeling unwell¿ at this time, however no specific symptoms were mentioned. As a result of this feeling it is alleged that the patient consumed more food/drink at a later time on (B)(4) 2014 to makes themselves feel better. At the time of troubleshooting the pharmacist was unable to answer any of the questions asked on the patient¿s behalf. The products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.